Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an internal battery error code was observed in the device error log. The device's internal battery would need to be replaced to address the issue. No repair will be performed, and the device will be scrapped.